Manufacturer narrative:
Correction data: b1 - reported as; product problem - correct to; adverse event. B2 - report as; required intervention to prevent permanent impairment/damage. H1 - reported as; malfunction - correct to: serious injury. Claim# (B)(4).

Manufacturer narrative:
Additional information: b5 - reported as; a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced elevated iop 23mmhg without pupil block and angle closure, significant reduction of iridocorneal angles, glare/haloes, and excessive vault. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Correct to; a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced elevated iop 23mmhg without pupil block and angle closure, significant reduction of iridocorneal angles, glare/haloes, and excessive vault. In a separate visit the lens was exchanged and the problem was resolved. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. D6b - report as; 23-oct-2024 h6 - health effect - impact code (f): reported as; 2199 - correct to 4629 h6 - medical device problem code (a): reported as; 3189 - correct to 2993 h6 - type of investigation (b): report; 4110 claim# 434346 manufacturer narrative comment; device revision or replacement (lens replaced or exchanged) or reposition is identified in the labeling as a known potential adverse event following icl implantation.

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
A2 - unk, a3 - unk, a4 - unk, a5 - unk, a6 - unk, b3 - unk, d2 - unk, d4 - unk, d6a - unk, and h4 - unk. Claim# (B)(4).

Manufacturer narrative:
Additional information: entered through out form. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced elevated iop 23mmhg without pupil block and angle closure, significant reduction of iridocorneal angles, glare/haloes, and excessive vault. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.